Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. There was a bump on the infusion site and it was bleeding. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked under magnification for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause skin swelling and no issues were found. The exact cause of the reported skin condition could not be conclusively determined.